Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system¿ describes the following warning: " inspect the air/water nozzle at the distal end of the endoscope's insertion section for abnormal swelling, bulges, dents, or other irregularities." " keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.". Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis lucera colonovideoscope had air/water leakage. Inspection and testing of the returned device found that the nozzle had foreign objects due to insufficient cleaning. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. In addition to the reportable malfunction, it was noted that water tightness was lost due to a pinhole on the universal cord and due to a dent on the scope cover. It was noted that scratches were seen throughout the device. The up/down knob had corrosion and the paint on the scope cylinder was peeled. Switch 1 was deformed and the objective lens and light guide lens had discoloration. It was also noted that the connecting tube had a wrinkle and there was a lack of image on the monitor due to dirt on the objective lens. A flare was seen due to a scratch on the objective lens and the scope cylinder was shaved. The bending angle in the up direction and the up/down knob were out of standard value due to wear of the angle wire. It was also noted that the adhesive on the bending section rubber had a crack and the water removal ability did not meet standard value due to clogging of the nozzle. The zoom connector had discoloration and the electrical connector had corrosion due to water leakage. The image guide protector had a cut and the scope connector had corrosion. The control unit had discoloration and the universal cord had a wrinkle. It was also noted that switch 1 did not work due to damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.